Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, four (4) hours following placement of the device (during which the pt was non-ambulatory), arterial bleeding was noted. Manual pressure was held for a duration of 90 minutes, and hemostasis was again achieved. At that time the pt was noted to have good pulses. The pt was discharged with no sequelae.